Event description:
It was reported that the atrial lead exhibited high impedance and decreased p-waves. Possible lead fracture was suspected. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).